Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare(hcp) professional via a company representative (rep) regarding a patient with an implantable infusion pump device receiving morphine with a concentration of 1.0 md/ml at a dose of 120 mcg/day. It was reported that mdt rep was asked to see this patient and support a reprogramming of pump to a lower dose. Patient was in ICU with signs of overdose (somnolence). On the (B)(6) 2021, pump was programmed in flex mode with two boluses to flex mode with one bolus as 6am. The daily dose was 140 mcg/day. It was mentioned that this apparently was too much drug at one delivery. On (B)(6) 2021, pump was decreased to a simple continuous infusion with a daily dose of 120 mcg/day. The cause of the issue is unknown. The issue was resolved at the time of this report. Patient status at time of report is alive-no injury.